Event description:
The customer stated the cell-dyn sapphire hemoglobin syringe fail to home error messages occurred one day after the installation of a sapphire hemoglobin syringe. The customer verified the syringe was installed properly, cleaned it per abbott's troubleshooting recommendations, however, the issue was not resolved. The customer installed other replacement syringes without resolution. The customer was sent new syringes and after installation of the replacements, the analyzer was performing within specification and the issue was resolved. There was no impact to patient management.

Event description:
It was reported that noise was observed on the egms. The patient received inappropriate therapy. The physician was able to reproduce the noise by manipulating the pocket. The device was explanted and replaced. The device could not be interrogated once explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of noise in the atrial and ventricular channels was verified via review of the iegm printouts. The noise is consistent with that produced by a damaged lead. Analysis of the device found no anomalies that would induce noise.